Manufacturer narrative:
Eua #: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. A confirmatory test was performed using a different test method and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive and indeterminate (ind) results when using the kit bd max sars-cov-2 reagents ((B)(4)) assay kit unknown lot was performed by the review of the customer data and verification of complaints history. Bd has received several customer complaints for saturation warning error codes and false positive results, when using multiple lots of bd sars-cov-2 reagents for bd max¿ system. These investigations revealed assay design issues in all cases with no specific reagent issue for any of lots involved. Customers reported reader saturation error (ind results) and false positive results (n1 target). Customers had provided databases for analysis. Bd has received, in a very short period, multiple complaints for a similar issue with the bd sars cov-2 assay, all for reader saturation warning error codes. Analysis of the various databases received from customers for other complaints revealed evidence of similar patterns. The initial fluorescence in pcr channel are higher with the bd sars-cov-2 reagents than all other assays. Consequently, some samples reach the maximum possible fluorescence value at the beginning of the pcr run, resulting in a reader saturation warning error code. In all cases, the product design, with contribution of the instrument, are suspected to be in cause. Indeed, the design of the probe used in the assay is known to give a higher background in the fluorescence signal. Other complaints for a similar issue for false n1 positive have been received by bd. The investigation revealed that these issues could be caused by the bd sars cov-2 product design with contribution of the instrument, generating a high background signal. There is trend for false positive and indeterminate results on bd sars-cov-2 reagents for bd maxtm system lot. The root cause was not identified. Bd confirms the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1632720) was initiated to investigate the root cause of the high background fluorescence values and some mitigation actions are already in process.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. A confirmatory test was performed using a different test method and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4)